Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the right superficial femoral artery (sfa). After pre-dilatation was successfully performed three times with the armada 18 balloon, the device was withdrawn from the patient's anatomy with some resistance noted with the 6fr introducer sheath. Two supera stents were implanted at the lesion successfully. An attempt to re-insert the armada 18 balloon catheter into the 6fr introducer sheath was not possible due to loss of the balloon refold. The balloon appeared to have no refolds after deflation; however, the balloon had deflated with no issues. Another attempt was made to insert the armada 18 but was unsuccessful; therefore, the device could not be used for post-dilatation. A new 5.5 x 60 mm armada 18 had to be was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The difficulty inserting and balloon refold issue was confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.